Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported 'several improper shutdowns' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages however, they were not reproduced during evaluation. The 'improper shutdown!' Alarms in the log were likely a result of the user removing all power from the pump without first powering off the pump using the off key or can be result of the pump powering off without user input due to a device malfunction. No battery was returned with the device. The device functioned normally with a known good unit battery. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had several improper shutdowns during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.